Event description:
Importer was contacted by an attorney who represents the pt stating that attorney needs an "expert" from the company to participate in an eval of the instruments involved in an incident. The pt allegedly received a burn from an endometrial ablation procedure over 2 years ago in another country. The hosp has agreed to compensate the pt's pain and suffering. However, because a third-party repair shop has serviced the instruments, they want the repair shop to share in the compensation. An eval/inspection meeting was therefore set between the hosp and the repair shop. The week before the agreed upon date, the pt's attorney decided they needed an expert from the MFR and contacted importer.